Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far-field r-wave oversensing was observed via merlin.net transmission. Stored egm revealed oversensing events. Patient presented to the clinic, and programming changes were made. Patient was fine after the event.